Manufacturer narrative:
D9: device returned 12 jun 2024. H3: one device was returned for repair in used condition. This device has not been serviced in the past. Customer's reported problem of pump alarming 46822 was not duplicated. Error code did not trigger when testing the device, although it was found in the error log. The cause was a fault in software timing. The customer's reported problem that keys are stuck was duplicated. Keypad was found to be stuck and inoperable. The cause was due to software timing and keypad. The keypad was replaced to correct the reported issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming 46822 and keys were stuck. There was no patient involvement and no patient harm/adverse event reported.